Event description:
It was reported that pump repeatedly displayed continuous glucose monitor error 42 while customer was using g7 sensor, and error reappeared even after pump reset. There was no reported impact to the customer¿s blood glucose level. Customer worked with technical support to perform pump reset, then arranged for in-warranty pump replacement, planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode and return it with a prepaid label, and understood the need to reenter pump settings and reconnect continuous glucose monitor on replacement pump.